Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: around 0-25% of the shell and bladder is missing, broken shell and bladder with striated edge, broken shell with smooth edge and with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact, broken shell with striated edge assessed as surgical damage, broken shell with smooth edge assessed as smooth opening, and missing shell and bladder that is assessed as inconclusive. Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. Device remains implanted.